Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, a failure occurred upon insertion. Primary stability was not achieved and immediate loading was performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, a failure occurred upon insertion. Primary stability was not achieved and immediate loading was performed. There were no reported patient injuries or complications